Manufacturer narrative:
(B)(4). The site discarded the incident sample but returned eight unused devices of the same lot number from their stock. Two of these devices were thoroughly tested. Both of the devices performed satisfactorily and met all specifications. The reported condition could not be duplicated. The product instructions for use (IFU) warn against using the device as a bipolar scissor (which can mimic the repeated activation/high duty cycle scenario). The IFU also indicates to keep the jaws of the device clean, and not to activate the device when the jaws are submerged in fluids.

Event description:
The customer reported that the blue coating came off the jaws of the device during a surgical procedure. The pieces were retrieved, and there was no harm to the patient.